Event description:
Patient developed a deep tissue infection (mrsa) of the shoulder. An arthrex implant along with another company's implant were inserted. Surgeon removed both implants along with infected tissue. The patient was to be administered intravenous antibiotic for 8 weeks. Follow up the next month revealed the patient had undergone several debridement procedures. This device is used for treatment.

Manufacturer narrative:
The organism identified in the culture is commonly associated with nosocomial infections. DHR review revealed no issues with the sterilization of this product. This is the first complaint of this nature for this part/lot combination. Event is not considered a product related issue.